Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient tried to use their stimulator throughout the years since they got it implanted, but the implant was not in the right spot. Caller stated within the last few months, patient had been having tia episodes (agent understood acronym to mean 'transient ischemic attacks') monthly but couldn't have an MRI because they couldn't get the stimulator to turn on to turn into MRI mode. Caller mentioned the last time patient had an MRI a few months ago, they were able to charge their implant and left it in MRI mode, but patient wasn't 100% certain that was true. Caller said they had charged the remote and tried charging the implant but couldn't connect. Caller said the implant was getting in the way of the patient taking care of their medical health, and the patient ultimately wanted to have the implant removed, but they weren't sure who to contact to begin the process. The patient was redirected to their healthcare provider to further address the issue. Agent provided hcp phone number and reviewed role of representatives and that they may be able to help the patient with reprogramming therapy to the right spot. [Related info in pe # (B)(4)].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.